Event description:
It was reported that the as lvp 20d low sorb 3ss cv tubing separated from the ICU medical spiros during use. Additionally, it was reported that the clamp on the tubing moved too easily and caused fluid reflux. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "nurses provided feedback regarding tubing not working really well when connected to bd alaris tubing; noting tubing does not appear to be user friendly, stopcock on tubing being sensitive with occasional fluid reflux back into carrier fluid tubing noted"

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20105683 d.4. Medical device expiration date: 10/8/2023 h.4. Device manufacture date: 10/8/2020 d.4. Medical device lot #: 21015588 d.4. Medical device expiration date: 1/9/2024 h.4. Device manufacture date: 1/9/2021 d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/21/2021 h.6. Investigation: the customer reported the tubing has connection issues with the ICU medical product, and returned a picture of the sample, along with 5 unused sample and 3 unused ICU medical needleless connectors. The picture does not verify the failure, only the setup of the ICU and bd products. The samples were tested by priming with blue dye fluid with both the ICU medical product and the stopcock (all relevant connections). There were no observed leaks with any of these connections, and the complaint cannot be verified. A device history record review for model 24600-0007 lot number 20105683 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the connection issues and leakage cannot be determined without an observed failure. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of connection issues and leakage with lot #20105683 regarding item #24600-0007.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer reported the tubing has connection issues with the ICU medical product, and returned a picture of the sample. The picture does not verify the failure, only the setup of the ICU and bd products. A device history record review could not be performed on model #24600-0007 because a lot number was not provided by the customer. The root cause for the connection issues and leakage cannot be determined without a sample investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d low sorb 3ss cv tubing separated from the ICU medical spiros during use. Additionally, it was reported that the clamp on the tubing moved too easily and caused fluid reflux. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "nurses provided feedback regarding tubing not working really well when connected to bd alaris tubing; noting tubing does not appear to be user friendly, stopcock on tubing being sensitive with occasional fluid reflux back into carrier fluid tubing noted".